Event description:
An 8.0mm diameter x 40mm length medtronic ave billary stent was inserted into the introducer sheath in the left femoral artery for a contralateral approach to treat the right iliac artery. As the stent was about to exit the sheath, it was noticed that the stent was not alligned within the marker bands on the balloon. Therefore, an attempt was made to retract the stent and stent delivery system. As the stent delivery system was retracted with the sheath over the iliac bifurcation, the stent began to slip off of the balloon and dislodged in the left iliac artery. Subsequently, a small diameter ptca balloon was inserted through the stent and inflated to deploy the sent within the left iliac artery. Another medtronic ave billary stent was then successfully placed at the target lesion in the right iliac artery. There was no additional clinical sequelae reported relative to the event and there is no further information available from the user facility.